Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review for lot 19474ui00 did not identify any non-conformances or deviations associated with the customer¿s observation. In-house accuracy testing for reagent lot 19474ui00 was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent for lot 19474ui00 was identified.

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result one patient on (B)(6) 2020. The following data was provided: sid (B)(6) initial result = 330.4 pg/ml. Sid (B)(6) initial result = 2.3 pg/ml. Third measurement initial result = 2.8 pg/ml no impact to patient management was reported.